Manufacturer narrative:
(B)(4). Date sent: 5/8/2025. D4 batch#: 116d39. B3: only event year known: 2025. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the glc100 device was received with no apparent damage, with no reload present. During the visual inspection, a crack in the internal tab of the anvil shroud was noted. The crack did not have a functional impact on the device and is unrelated to the reported event. No conclusion could be reached on what caused the anvil shroud to be damaged. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: to fire the linear cutter, first rotate one of the firing knobs to the firing position, noting that the opposing firing knob will remain in the inactive position as only one of the firing knobs can be fully deployed at a time. Prior to and during firing, the shoulders can be gripped to stabilize the device. Fire the instrument by pushing the firing knob forward until it comes to a complete stop. When firing the device, both firing knobs will advance. Care must be taken to ensure hands and anatomy are clear of the path for both knobs. Completely return the firing knob to the home position. If the firing knob is difficult to return, the user can also pull on the non-active firing knob to return it to the home position. Once the firing knobs have been returned to the home position, the deployed firing knob can be folded down. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number: 116d39, and no non-conformances related to the reported complaint condition were identified. Additional information was requested, and the following was obtained: were you able to fire the device? Yes. How was the case completed.? With the stapler. Was the device able to close? Yes. What was the procedure? Right colon. Were the knobs accidently moved forward before firing? Na. What does it mean that the device ¿did not fire¿? Surgeon tried to fire and it locked out, gave back a to staff and they were able to take reload out and reload stapler and then surgeon was able to use the stapler properly. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the device did not fire when attempting to transect bowel. There was no patient consequence reported.